Event description:
Customer states the use by date on the comfort curve test strip vial label is 04/2007; MFR's batch record confirmed the actual use by date to be 04/30/2005. No adverse event reported. Requested return of prod, replacement sent.